Event description:
It was reported the implantable cardiac monitor (icm) was explanted due to an open/infected pocket. It was further reported that the device was unable to be interrogated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.